Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on (B)(6) 2013. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that the end user sought medical attention on (B)(6) 2016 at 6:30 am after receiving a blood glucose reading of 47mg/dl. The end user was unresponsive and sweating and the paramedics were called. The paramedics tested his blood glucose with their meter and the results were 35mg/dl and 175 mg/dl. Glucose along with an IV of fluid was administered to aid in increasing his blood levels. No further information was provided.